Event description:
It was reported to bsc/target that there was a leakage at the distal segment of the spinnaker elite flow directed catheter 1.5 f-l during injection using a 1 and 2 ml syringes. This was the first catheter used for this procedure. The pt's condition was not affected by this event.